Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a "speaker malfunction" inop was displayed on the intellivue mx750 patient monitor and no sound was coming from the device. Patient involvement is unknown. There was no report of patient or user harm.

Event description:
It was reported that a "speaker malfunction" inop was displayed on the intellivue mx750 patient monitor and no sound was coming from the device. During the investigation it was determined that the device was not in use monitoring a patient at the time of the reported event.